Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an inappropriate shock due to noise on the rv channel. Physician decided to add a new rv lead which was placed with good measurements. Patient condition after the procedure was good, no adverse consequences were reported.